Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr) and restricted leaflets for a mitraclip procedure. During preparation of the steerable guide catheter (sgc), the flush port of dilator broke while tightening the stopcock to the flush port. The sgc was replaced with another device to complete the procedure. During the procedure, a mitraclip xtw was inserted into the anatomy but removed after a jet was observed lateral to the anterior and posterior leaflet at anterior and posterior leaflet 2 (a2p2). A mitraclip xt was then inserted but removed due to a flail leaflet caused by multiple grasping attempts. Finally, a mitraclip xtw was successfully deployed at the lateral a2p2 segment. The mr was reduced to grade 2+ post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported positioning failure of inability to grasp appears to be related to patient morphology/pathology. The reported patient effect of tissue injury was due to due to the indentation and thin leaflet. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention was performed for the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr) and restricted leaflets for a mitraclip procedure. During preparation of the steerable guide catheter (sgc), the flush port of dilator broke while tightening the stopcock to the flush port. The sgc was replaced with another device to complete the procedure. During the procedure, a mitraclip xtw was inserted into the anatomy but removed after a jet was observed lateral to the anterior and posterior leaflet 2 (a2p2). A mitraclip xt was then inserted but removed due to a flail leaflet caused by multiple grasping attempts. Finally, a mitraclip xtw was successfully deployed at the lateral a2p2 segment. The mr was reduced to grade 2+ post procedure. There was no clinically significant delay.